Event description:
It was reported that during the surgery, the torque wrench caused loss of threading while attempting to make the end of the screw tight thus necessitating its removal. The closures belong to the expedium kit, affecting 3 set screws and one polyaxial screw.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The incident in this report is associated with the devices reported in MFR report #'s 1526439-2013-36028, 1526439-2013-36029, and 1526439-2013-36006.

Manufacturer narrative:
No product was returned for investigation. Without the product samples we are unable to confirm the reported issue or identify the root cause. Review of complaints found no significant trends. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issues identified in the manufacturing or release of these devices, nor can we confirm the reported issue or identify the root cause. Therefore, the complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and the product evaluated.